Manufacturer narrative:
Siemens completed the investigation: the cause of the hematocrit (hct) discrepancy could not be determined from the information provided by the customer. A review of the in-house performance for the card lot used, 10-20216-20, did not identify any product deficiencies. The failure rate of lot 10-20216-20 is not showing an increased trend in the field, therefore, there is no further evidence that the system or reagent cards are not performing as intended. There are a few factors that may have contributed to a discrepant hct reading. Different sample draws, sample handling and testing delays are known to affect test results if proper precautions are not considered. It was also indicated by the customer that the sysmex 3000 utilized a sample with k2 edta anticoagulant. It is well documented in literature that the mean cell volumes of k3 edta anticoagulated blood are approximately 4% less than k2 edta anticoagulated blood. While the choice of anticoagulant affects the microhematocrit method to which all hematocrit methods are calibrated, results from routine samples on hematology analyzers are independent of the anticoagulant used. Since most clinical hematology analyzers are calibrated by the microhematocrit method using k3 edta anticoagulant, the epoc system is calibrated to a k3 edta microhematocrit method. If the sysmex instrument is calibrated to k2 edta anticoagulated blood, it will read ~4% higher than epoc. In these situations epoc advises a correction factor of 1.045 (e.g. K2 edta sysmex / 1.045). The diffinitive cause of this event is unknown.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens has requested the .csv files for investigation, but to date have not been received. The cause of this event is unknown.

Event description:
The customer reported discrepant low hematocrit results on the epoc reader, on a pre-term baby, when compared to a non-siemens hematology analyzer. There was no report of injury due to this event.